Event description:
The ge oec 990 fluoroscopy system had intermittent vertical lift column failure, and also reported lost images from the system memory. There was also reported that the foot switch was having intermittent failures.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective ps3 power supply, damaged pins in the foot switch lemo connector, and corrupt nodes in the flash. The ps3 power supply was removed and replaced. The pins in the foot switch lemo connector were repaired, and the nodes were erased and rebuilt, and the calibration files re-loaded to restore system functionality. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.